Manufacturer narrative:
MDR 3003442380-2024-01562 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an issue with 3 infusion set had kinked cannula. The event occurred on 08-apr-2024. The events occurred within 3 hours of insertion. The insertion site was reported as abdomen. The blood glucose level was monitored as 282 mg/dl value and self-treated with multiple daily injections (mdi) when it goes high. The patient replaced the infusion set and resumed on insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.